Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion calibration. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed occlusion/calibration" was not reproduced. The device was tested for downstream occlusion detection and passed, however the force sensor was found out of calibration, which is a known contributor to false downstream occlusion alarms. A review of the event history log revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine test failures. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition determined to be the force sensor out of calibration. The force sensor requires calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.